Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values five days after the sensor was inserted in the abdomen. The patient experienced unspecified hypoglycemia symptoms. The patient had to go to the hospital by unspecified transportation due to severe hypoglycemia and could not remember the medication treatment provided. The patient did not provide adequate details in the report. There were no bgm nor bg provided. At the time of the report, the patient was home. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.